Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 700 cc saline breast prosthesis, cat. #3501697, serial (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 700 cc saline breast prostheses when the right prosthesis deflated after implantation. In addition, the patient developed capsular contracture (baker grade unknown) in her left breast. It was also reported that the left breast rotated. All of these issues were diagnosed by a physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 04/21/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).